Event description:
Customer stated that patient did not receive any feed causing seizure to happen. The event occurred as follows: father checked on patient at 2 am to set up a second feed delivery of the night and discovered that patient went into a seizure. Paramedics were called and glucosan was administered to patient by parents. Paramedics checked and indicated that patient's seizure had stopped and resumed to normal levels. They suggested the parents take the patient to the hospital. While packing up, the parents noticed and feed didn't deliver, but the pump showed 300 ml dose completed. The parents realized that the lack of feed could have caused the seizure and declined to go to the hospital. The parents then connected the bag to a backup pump serial number (B)(4) which did deliver the intended dose.

Manufacturer narrative:
Pump serial number (B)(4) and one (1) used inf0500 bag set were returned for investigation. Complaint could not be confirmed as follows: event log review showed that the therapies had numerous occlusions and "no food" alarms most likely caused by the powder mixed in with the formula and water. The last therapy in the log was stopped before the delivery was completed. All alarms have been checked and worked properly. Pump was tested with the bag set at 85 ml/hr and dose 680 ml without any alarm or incident. Pump finished pumping for 8 hours. The bag set was tested with an engineering lab infinity pump serial number (B)(4) at a rate of 125ml per hour and dose of 125 ml. The pump and set ran for one hour with no issues. No alarm of any kind was triggered by the lab pumps.